Event description:
The customer called to report low bgs. Troubleshooting was performed. The pump has been in suspend for five hours. The programming was correct and passed the self-test. The customer ate dinner and bgs were decreasing. Instructed customer to stay off the pump during low bgs. The customer called the ambulance service. While the customer was waiting for the ambulance they conncected again with pump in suspend. Advised to customer to disconnect again. Then, the customer arrived to the emergency the night before the call and bgs were checked. The customer was not admitted in the emergency and sent home. Also the customer reconnected the pump. It was stated that the doctor did not have an explanation for their low bgs and the customer was told to decrease the basal reate.